Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to duplicate the reported issue. All testing was performed using a good known ac adapter as well as the customer supplied ac adapter. The ventilator failed to power on and would immediately go into a reset cycle with a constant visual and an audible alarm. Bench testing revealed a faulty memory board, carefusion installed a good known test memory board and the reported issues were resolved. The memory board was replaced to address the reported issue.

Event description:
It was reported to carefusion that the ventilator was constantly alarming during a facility black out and would not power up. The ventilator was plugged into an electrical wall outlet, in storage, during the black out, so there is no patient involvement.